Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex artery that was mildly calcified, heavily tortuous and 95% stenosed. After implantation of the xience v stent, and after stent post-dilatation, a distal edge dissection was observed. Another xience v was implanted as treatment, resolving the dissection. No additional information was provided.